Event description:
It was reported that pump generated cartridge alarm while customer was sleeping and caller also noted cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and would rely on alternate insulin method if necessary, and technical support arranged replacement pump shipment, confirmed warranty and shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.